Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, prior to valve deployment, the physician noted that the patient had a severe septal bulge. Per the recommendation of the edwards clinical specialist, the physician proceeded to partially inflate the balloon (40%), however, the valve moved aortic. In order to troubleshoot, the surgeon readvanced the delivery device ventricular, and proceeded to inflate the balloon to 50% but once again the valve moved aortic. The physician then readvanced the delivery system ventricular for the third time, and the valve was able to be fully inflated with a result of no pvl or cai noted per tee. The patient's blood pressure was noted to be stable but low and contrast injection revealed ai. Echo confirmed there was a pericardial effusion. A pericardial window was performed and revealed arterial blood within the pericardium. The chest was opened and a primary repair of the small tear was performed. The patient was placed on bypass and avr was performed. The physician noted that an area of the septal bulge was damaged. The patient was noted to be in stable condition.

Manufacturer narrative:
Although the root cause for the reported event cannot be determined, per the physician, it is possible that during the multiple positioning / deployment attempts, the valve stent could have rubbed against the septal bulge causing the damage. There was no report of device malfunction/ valve dysfunction. A device history record (DHR) review for the sapien valve was performed and all manufacturer's specifications were met prior to release for distribution. All valves 100% visually inspected for defects and 100% leak tested prior to termination. No corrective or preventive actions are required.